Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient was inserted a quattro catheter without issue and received ivtm therapy. Approximately 20 hours into treatment, the thermogard console (sn (B)(4)) displayed an airtrap alarm. Upon examination, the user observed signs of leak around the patient's bedside likely caused by a leak on the catheter or start-up kit (suk); however, could not be conclusively determined and a catheter leak could not be ruled out at this time. Since the target temperature of 34°c had already been achieved, the catheter was removed from the patient and no further temperature management was administered. No known impact or patient consequence was reported. This references the report of an airtrap alarm on the thermogard console. Reference MFR 3010617000-2018-00101 for the report of a suspected leak on the catheter.